Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a fault code for high voltage measurement twice. Several ventricular fibrillation (vf) episodes were recorded in the arrythmia logbook. However, no shock was delivered. The patient had artificial respirator in which it was difficult to determine which caused the disturbances. All measurement was normal and the data was sent to boston scientific technical services (ts). Ts discussed that the device was functioning normally. The fault code was triggered by the noise which had caused oversensing. The noise was present in the rv and shock channels. The device attempted to deliver shock. However, it was diverted due to the fault code. Noise signals were consistent with electromagnetic interference (emi) from external source. The resolution was to find the source of the noise. Ts also discussed that the patient may have suffered ventricular pauses of more than two seconds due to pacing inhibition during oversensing. The engineer discussed the possible cause of the event. In addition, subsequent charge attempts were completed without faults and thus, hardware failure was unlikely. No adverse patient effects were reported. The device remains in service. Additional information received. The field representative and the hospital did not have an idea which caused the noise. No adverse patient effects were reported. The lead and the device remains in service.